Manufacturer narrative:
(B)(4). Catalog number: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: investigation is based on the description solely, since no image or product is available for investigation. During a CT scan the physician discovered that one leg appear to perforate ivc. CT scan was performing since retrieval of the filter was planned. No pain reported. The filter was implanted 1-2 weeks prior the CT scan and it was decided to retrieve the filter as planned. The filter was retrieved successfully with gtrs-200-rb without any complication. No evidence to suggest that this device was not manufactured according to specifications cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was used for ivc filter placement. The physician inserted ivc filter from jugular vein and placed it in inferior vena cava on the first week of (B)(6) (date unknown). Since the filter was planned to be retrieved on (B)(6) 2012, he performed computed tomography exam to check the condition of the vein and at that time it was revealed that one of the legs of the filter perforated the vein. The filter remains in the vein now and is to be retrieved on (B)(6) 2012 as planned. Additional information received 17apr2012: the physician in department of radiology performed the retrieval of the remained filter. Though one of the legs of the filter seemed to perforate the vein under fluoroscopic examination, the physician could retrieve the filter successfully. Patient outcome: there have been no adverse effects to the patient.